Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that when they check the implant using their patient programmer, the settings "always seem to jump back to 2.0 or 2.1v" during troubleshooting it became aware that the patient was pressing the navigator button instead of pressing the plus and minus key on the top of the patient programmer to adjust the stimulation intensity. Pat agent walked patient through syncing and patient synced and reported that the implant was turned off, at 2.1v and stated that he was noticing a return of symptoms around (B)(6) 2018. Implant was turned on and patient reported they could feel that the implant was working now and settings were saved at 2.2v. No further complicationswere noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient reports he has pain with his device in the rectum. The device seemed to work very well for a couple of days after the implant and then he started having a lot of pain the rectum. It was reviewed that the patient could try decreasing stim or turning stim off. The patient is going to monitor it for a week or so to see if rectum pain goes away and will see the doctor if this doesn¿t resolve. Patient also has pain that starts around his waist and goes down his left leg which started about 2 weeks ago. He does not think the pain is from the device or stimulation, he thinks it is from something else. Patient also reports having a lower back pain which has been there for years. The pain medicine does not work and he wants to use a tens unit. Patient called back and tens compatibility guidelines were reviewed. Patient mentioned he has been having trouble figuring out how to use his device because he is ¿brain dead¿. It was noted the patient also stated this on their first call: patient had said when he got the implant, it seemed to work, but he "had some increase in his control", but it was him being "brain dead" , and patient services was under the impression that the patient did not literally mean this, and only meant that the problems that he was reporting was because he wasn't using their programmer properly. The patient now thinks he finally figured it out. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient increased stimulation from 1.5v to 1.6v patient stated that they saw someone. No further complications were noted or anticipated